Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 283 mg/dl and the customer declined to provide further information regarding the high bg. During a cartridge change, a cartridge change error occurred. A second cartridge was loaded successfully. Insulin delivery was resumed. Bg lowered to 250 mg/dl.